Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 200 mcg/day) via an implanted pump. It was reported the patient experienced overdose symptoms, including lethargy and unresponsive. The patient was taking oral opioids, also completed a refill two days prior to event, but ICU doctor thinks it's coincidence. There were no diagnostics/troubleshooting performed and the patient remained in the ICU to be monitored. The patient was taking oral opioids for pain. The patient was still in ICU. Products remain in service and dose remained the same, as physician believes his incident was unrelated to the pump. It was further noted that patient was transported to university health care still on ventilator. On (B)(6) 2020 the pump reservoir was accessed; expected residual volume = 19.5 ml vs actual residual volume = 4 ml. The remaining 4 ml medication was replaced with preservative free normal saline. Per clinicians, the patient never exhibited s/s of baclofen withdrawal. Per clinicians, the patient had steadily gained weight since getting original pump implanted and required pump refills with a long spinal needle under fluoroscopy, aware that this could led to a potential of septum leakage. Their plans were to wean infusion rate down, then explant pump and catheter even prior to this emergency room event happening. The patient is now stable, and spasticity is being controlled with oral antispasmodics.